Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, f15: (B)(4).

Event description:
It was reported that the patient with this neurostimulator experienced lead migration, causing their urinary incontinence symptoms to return. The migration was confirmed via x-ray. The lead was replaced and the old lead was not removed. There were no additional patient complications.

Event description:
It was reported that the patient with this neurostimulator experienced lead migration, causing their urinary incontinence symptoms to return. The migration was confirmed via x-ray. The lead was replaced and the old lead was not removed. There were no additional patient complications.

Manufacturer narrative:
UDI for concomitant product, f15: (B)(4).